Event description:
Hosp staff report that during a cardiac arrest, pt in v-fib. Disposable defibrillation electrodes were attached to the pt and a 200 joule shock was delivered. The pt converted to a perfusing rhythm, then dropped back into v-fib. Reportedly, when the charge button was pressed the service light came on, the device then rebooted. When the device came back on the service light came back on. At that point the device went into continuous reboot. A back up device was obtained and care to the pt was continued. The pt was not resuscitated.